Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.